Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information not applicable as no patient testing involved.

Event description:
Light staining on several runs was reported. This is an internal agilent instrument, patient testing is not involved and only used for research purposes. The instrument was inspected; there was no evidence of a leak at probe block. The air knife pressure was a little high, although the air knife was clean, as a precautionary measure, the air knife was replaced. System had issues with the liquid level sense, the required parts were replaced to address this issue. There was a leak found from the reagent probe tip. This was a small leak and only seemed to occur when system was idle. The aspiration and dispense check valve was replaced as a precautionary measure. It is not known whether the aspiration and dispense check valve could have contributed to the issue. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.